Manufacturer narrative:
D2: product code: dqo, kra d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: initial reporter name: requested, unknown the actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The device history records for lot 240501690 were reviewed, and no issues that may cause poor removal of the involved device were found. Inspection of trend abnormalities ee inspected the trend abnormalities for this product, and no trend abnormalities related to the poor removal occurred in the past. Since the involved device was not returned and no abnormality was found from the investigation results, we could not identify the cause of the stretched catheter that occurred in the involved device. Terumo medical products (tmp) (importer), registration no. (B)(4), is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer), registration no. (B)(4).

Event description:
The user facility reported that while using the product, the distal part appeared to have stretched. As a result, a new product was opened and used.